Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging he was unable to use his onetouch delica lancing device due to it being damaged. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. On an unknown date/time, the patient claimed his onetouch delica lancing device casing became damaged to where he was unable to put the cap back on. It is unknown how the patient manages his diabetes. The patient informed the cca that he continued to lance his finger manually using the lancet itself. The patient denied developing any symptoms but stated his fingers hurt all the time from pricking them with the lancet. The patient stated on an unknown date/time, he went to his doctor for an unspecified reason and the doctor saw that his finger was 'all messed up' and the patient was advised to use an over the counter 'antibiotic/antibacterial ointment' from the pharmacy (unknown name). At the time of troubleshooting, the cca noted that the patient was using the subject lancing device for approximately 6-7 months prior to the issue occurring and there was no mention of misuse. The patient stated he threw away the subject lancing device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered an injury that required treatment advice from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.